Manufacturer narrative:
Updated: b5, e1, h2, h3, h6, h11. Correction: h6: duplicate details updated in error on the initial MDR medwatch. Heath effect-clinical code (e2403). Health effect - impact code (f26). Medical device problem code: a040602, a040611 (x2), a090208, a0406. Component code: g04129, g07001. Type of investigation: b01. Investigation findings: c070601, c0706. Investigation conclusions: d02. The device was returned to olympus for evaluation and the customers allegation was reproduced. Additional reportable malfunctions were found during the investigation which noted that the insertion sheath was twisted. The insertion sheath was twisted (around 70 cm from the tip). It is most likely that the reported event was due to the twisting of the insertion sheath which indicates that stress was applied to the tip sheath during driving. Based on historical data, a root cause analysis could not be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the procedure the tip of the ultrasonic probe was stretched when removing the um-s20-17s. The intended procedure was completed with a olympus back up device. There were no reports of patient harm associated with this event.